Event description:
New information on (B)(6) 2016 stated that the right atrial lead exhibited noise. Noise was reproducible with arm movements. All other electrical measurements were in range. The lead was explanted and replaced. The physician suspected clavicular crush on the lead. The patient was asymptomatic.

Manufacturer narrative:
(B)(4). Final analysis found that the insulation was crushed at 19.0cm to 20.5cm from the connector pin. The damage sustained resulted from clavicular crush.

Event description:
It was reported that the right atrial lead was explanted and replaced during lead revision. No further information was available.